Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('as long as pet fibers or fragments are present, the chronic inflammatory process continues') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and inflammation ("as long as pet fibers or fragments are present, the chronic inflammatory process continues"). The patient was treated with surgery. At the time of the report, the device breakage and inflammation outcome was unknown. The reporter considered device breakage and inflammation to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('as long as pet fibers or fragments are present, the chronic inflammotary process continues') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and inflammation ("as long as pet fibers or fragments are present, the chronic inflammotary process continues"). The patient was treated with surgery. At the time of the report, the device breakage and inflammation outcome was unknown. The reporter considered device breakage and inflammation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.